Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, an intermittent loss of ventricular sensing was noted. A chest x-ray was performed which revealed that the right ventricular lead had dislodged which contributed to the loss of sensing. The lead was successfully repositioned the same day. The patient was doing fine post surgery. No additional information was reported.